Manufacturer narrative:
(B)(4)

Event description:
It was reported "the pump continuously reports errors during use, stops pumping gas work, consumes helium quickly, and needs to be restarted". To continue therapy, the pump was restarted and continued to support the patient. The patient's current condition is reported as "fine". At the time of this report, additional information requested from the customer is still pending.

Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm is confirmed based on the picture provided. The picture shows the system triggered a "large helium leak (4)" alarm. No iabp part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the pump continuously reports errors during use, stops pumping gas work, consumes helium quickly, and needs to be restarted". To continue therapy, the pump was restarted and continued to support the patient. The patient's current condition is reported as "fine". At the time of this report, additional information reqested from the customer is still pending.